Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported via a general comment complaint that the physician has had the starclose se device deployed and hemostasis achieved; however, resistance was felt during removal of the device from the patient anatomy. The physician indicated that the vessel locator wings were not collapsed fully and that this has happened a few times but does not recall case specific details. There was no adverse patient sequela and no reported clinically significant delay in the procedures. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.